Event description:
The customer reported that after cleaning the subject device using a kaigen washing machine (non-olympus), the tip of the scope was wiped, and black particles (foreign material) were found to be attached. Reportedly, the reported event occurred after maintenance of the kaigen washing machine. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Updated fields: g3, g6, h2, h3, h6, and h10. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The subject device was returned and evaluated. The evaluation confirmed the alleged foreign material on the device. The foreign material was of two types (black and white) that were characterized as follows. The black foreign material, which was crystal-like and hard, contained a lot of aluminum and some silicon. The black material was thought to have come from some type of mineral. The white material on the other hand contained silicon dioxide (silica, silicic anhydride) and its origin was unknown as this compound is used in many applications (e.g., desiccants, abrasives, pharmaceuticals, food additives, etc.). Both the black and white materials were thought to have originated from the environment of the user facility. A review of the device history record (DHR) found no deviations that could have caused or contributed to the foreign material. The DHR confirmed that the subject device was shipped in accordance with the specifications. The investigation was unable to determine the root cause of the foreign material. Olympus will continue to monitor field performance for this device.